Event description:
Stab wounds: inside lower lip, outside upper lip area - skin [stab wound]. Stabbed in the mouth by the metal spike on the toothbrush [mouth injury]. Stabbed: face [face injury]. Head...detached/came away from the toothbrush body - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush head detached while he was using it which caused the metal spike on the oral-b toothbrush handle to stab him in the mouth and face. No serious injury was reported. On 04-jan-2024, follow-up via digital safety assessment survey: consumer was 71 years old and reported that he had stab wounds on the inside lower lip and outside upper lip area which recovered. No serious injury was reported. On 04-jan-2024, follow-up via e-mail and image: the suspect product lot was 1151321100. The concomitant product lot was 3da14631332. No serious injury was reported. On 04-jan-2024, follow-up via image: the concomitant product was oral-b rechargeable toothbrush handle 3772. No serious injury was reported. On 10-mar-2025, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
On 10-mar-2025, product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Stab wounds - inside lower lip, outside upper lip area - skin [stab wound], stabbed in the mouth by the metal spike on the toothbrush [mouth injury] , stabbed - face [face injury] , head...detached / came away from the toothbrush body - oral-b [device breakage] . Case narrative: male consumer via e-mail reported that the oral-b toothbrush head detached while he was using it which caused the metal spike on the oral-b toothbrush handle to stab him in the mouth and face. No serious injury was reported. 04-jan-2024 follow-up via digital safety assessment survey: consumer was 71 years old and reported that he had stab wounds on the inside lower lip and outside upper lip area which recovered. No serious injury was reported. 04-jan-2024 follow-up via e-mail and image: the suspect product lot was 1151321100. The concomitant product lot was 3da14631332. No serious injury was reported. 04-jan-2024 follow-up via image: the concomitant product was oral-b rechargeable toothbrush handle 3772. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return